Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated he fell into the water while kayaking and that there's water behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): investigation revealed that the pump case cracked in upper right hand corner of the display area. Leak test shows leak at crack in pump case. The pump case was removed, evidence of moisture damage was identified inside pump, on motor flex cable and connector and on miscellaneous electrical components. There was moisture in the pump and a leak due to cracked pump case. The display lens was scratched.